Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a ventilator/sensor fault. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 01nov2019. Date of this report: 05nov2019. Customer confirmed the issue was resolved, however, customer declined to provide repair details. If additional information is received a supplement report will be submitted.